Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure, which was completed with a readily available spare device without delay, and no adverse consequences were reported.